Event description:
It was reported that during a left flutter procedure, they were making an anterior line from the mitral annulus to right pulmonary vein (rpv). When they were making an application in left atrium (la), the impedance increased from 99 to 134 ohms. The patient was hypotension and had a tamponade. They drained and the patient was recovered. Additional information was requested, but no response has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).